Event description:
A temperature alarm was reported with an unspecified high blood glucose level, visible as "high." The customer attempted to manage the elevated glucose level with a correction bolus using the pump but required third-party assistance. A neighbor provided a ride to the hospital. There was no injury reported, although ketones were present, and the customer did not discuss these with a healthcare provider. The pump was not exposed to extreme temperatures and was not charging at the time of the alarm. The customer successfully cleared the alarm and resumed insulin delivery. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.